Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events and patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, thromboembolism (including venous and arterial non-central nervous system), and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. This section also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Additionally, section 6 of the IFU (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed an intracardiac clot which caused right ventricular failure (rvf). The right heart failure did not exist pre-lvad implant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away in the cardiovascular surgical intensive care unit (cvsicu) due to right ventricular failure (rvf). The ventricular assist device (vad) had functioned as intended and was decommissioned.